Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis noted the site still should have been able to get an accurate registration by avoiding the region. Future recommendations- use the CT model for registration and attempt pointmerge rather than trace. If information is provided in the future, a supplemental report will be issued.

Event description:
2019-dec-13 additional information received: after looking at the archive, technical service was able to see a bump/ tumor on the skin that would need to be avoided for registration. Site still should have been able to get an accurate registration by avoiding the region. Future recommendations- use the CT model for registration and attempt pointmerge rather than trace.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733467, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for functional endoscopic sinus surgery (fess). It was reported that the surgeon was not able to register the patient using the pre-op exam in electromagnetic mode. After two or three attempts the surgeon decided not to use the navigation system since it was not necessary for the procedure. The MRI had 192 slices and was imported correctly. Registration was done with the head with tumor phantom correctly. The site noted that the patient had a tumefaction on the face, which was noted, by a representative, could affect the registration. There was a reported delay of less than one hour and no reported impact to patient outcome.